Event description:
It was reported that the right atrial (ra) lead experienced low impedances in both bipolar and unipolar configurations, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)